Event description:
#Medwatcher #(B)(4). I was implanted with a medical device called essure on (B)(6) 2014. This medical device implant now manufactured by bayer formally conceptus inc. My lot number is not listed in my patient identification card. This device has a 3 year shelf life, however I do not have the expiration date. The onset of my complaint started on or around (B)(6) 2017. This is the list of side effects and symptoms I have experienced due to essure. They are cramping, sharp pelvic pain, abnormal menses, discharge with odor, hot flashes, excessive bleeding with menstruation, painful ovulation, night sweats, loss of libido, bleeding and pain after sex, long menstrual cycles, frequent urination, breast pain, all over body aches , pain, severe bloating, heartburn, bowel issues, headaches and migraines, brain fog, anxiety, mood swings, depressions, forgetfulness, swelling of feet, insomnia, weight gain and excessive sweating. I have been seen by several doctors. I have diagnosis of anxiety, depression, migraines, acid reflux, insomnia, ibs, menorrhagia, dysmenorrhea, and muscle spasms. I have been seen my several doctors. The device is still inside of me.